Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit shutdown during treatment, power supply was restarted to continue treatment. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse performed an internal inspection. There was no abnormality in the power supply voltage or battery charging voltage. Each connector was also checked for looseness. No abnormalities were observed when checking if specifications were satisfied. In subsequent driving tests, there was no reproducibility of symptoms. The iabp was cleared for clinical use.